Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was turning on but developed a strong burning smell. Staff was unable to use the unit because of the smell. There was no patient involvement; thus, injury or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation of the unit identified that the mirror had fallen out of the mirror holder. This caused the high intensity light to come in direct contact with internal plastic parts, resulting in it overheating. In addition, it was noted that the unit was due for a power supply upgrade. As a result, the power supply was upgraded, the mirror in the mirror holder was reseated and the unit passed all service and repair testing. Root cause analysis - the reported complaint was confirmed. It was determined that the issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.